Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement and bradycardia.

Event description:
It was reported that this right ventricular lead found to be dislodged and, it was noted that the patient experienced low heart rate. Subsequently, the lead was explanted and replaced. A new lead was successfully placed. No additional adverse patient effects were reported. The lead has been received for analysis.